Manufacturer narrative:
Method = x-ray. Evaluation summary: as received, leaflet 1 was dropped relative to the other leaflets by approximately 3mm. Calcification was moderate in the cusp area of leaflet 2, as evident in the x-ray. At the free margins, calcification was minimal to moderate at the free margins of leaflet 1 and 2 at commissure 2. Dense layer of host tissue overgrowth was noted onto the free margins of leaflet 1 and 3 at commissure 1 and at free margins of leaflets 1 and 2 at commissure 2; it fused the free margins by approximately 3-4mm. Host tissue was moderate onto the tissue outflow; it encroached onto the tissue and into the orifice by 3-4mm as well. At the inflow aspect, minimal host tissue overgrowth encroached onto the tissue by approximately 3mm. Host tissue overgrowth was moderate to heavy at the stent inflow and the stent outflow. The evaluation confirms heavy host tissue overgrowth (pannus), as the primary causes of the reported stenosis, in addition to calcific tissue degeneration. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The available information does not indicate a product quality or manufacturing deficiency that may have caused or contributed to this event.

Event description:
It was reported that an edwards' mitral bioprosthetic valve was explanted after an implant duration of approximately 106 months, due to calcification. The operative report findings indicate one of the leaflets of the bioprosthetic mitral valve appeared to be somewhat restricted in its motion causing an eccentric regurgitant jet. Patient's native aortic valve was found to be trileaflet and heavily calcified, and was also replaced with an edwards' bioprosthesis.

Manufacturer narrative:
Evaluation:method = device evaluation not yet completed.additional manufacturer narrative:the device has been received, however, the evaluation has not yet been begun.the device history record review was completed and confirms that this device passed all manufacturing and sterlization inspections.edwards' evaluation results and conclusions will be reported once completed.